Event description:
Svc lead was fractured and ICD was non-functional. This was the second lead to be found fractured on this pt. In order to insure fractured lead would not happen again, surgery was performed, svc lead was removed and another active electrode was implanted. Eliminating any further need for svg lead.